Event description:
It was reported that the patient continues to get the urinary tract infections. Patient used the purewick female external catheters for 4 months in the hospital and had 2 urinary tract infections there. Once the patient started using the purewick at home and the patient had 2 more urinary tract infections. Patient's doctor told the patient that they were from the wicks. It was unknown what medical intervention was provided and the patient had been using the purewick products for more than 90 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient continued to get the urinary tract infections. Patient used the purewick female external catheters for 4 months in the hospital and had 2 urinary tract infections there. Once the patient started using the purewick at home and the patient had 2 more urinary tract infections. Patient's doctor told the patient that they were from the wicks. It was unknown what medical intervention was provided and the patient had been using the purewick products for more than 90 days.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "inadequate material selection - materials of construction are not biocompatible". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.